Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system smart pass was disabled unexpectedly and the patient received two inappropriate shocks. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, the cause for the inappropriate shocks was oversensing. Reprogramming was performed and sensing optimized. No additional adverse patient effects were reported.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, the conclusion code known inherent risk of device was assigned.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system smart pass was disabled unexpectedly and the patient received two inappropriate shocks. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, the cause for the inappropriate shocks was oversensing. Reprogramming was performed and sensing optimized. No additional adverse patient effects were reported.